Event description:
I went to my optometrist for annual contact lens checkup. She informed me that both of my eyes were "very inflamed". She told me she has seen other patients with "allergic reactions" to opti-free (the lens cleaner I have been using for several years). She examined the lens case with the solution (opti-free) and said the lenses were dirty. I had just cleaned the opti-free solution the prior day. I was told not to wear my lenses for 6 weeks! Dose or amount: soaking lens in lens case, frequency: daily use. Dates of use: (B)(6) 2010, used for several years. Diagnosis or reason for use: contact lens soaking solution. Event abated after use: yes. (After 6 weeks).